Manufacturer narrative:
Note: products: lasso nav catheter - quantity 2 (two) with the same lot numbers. (B)(4).

Manufacturer narrative:
(B)(4). There were 2 catheters involved in this complaint, both with the same lot number. The analysis finding of the 1st catheter is as follows: the returned device was tested for eeprom, carto and recalibration functionality. Carto system revealed the catheter had the magnetic sensor disconnected and re-calibration test failed. During the investigation, the biosensor was measured and was within specification; a second re-calibration and carto test were performed and the catheter was fixed preventing the location of the failure. The root cause of the reported event could not be determined. However, it does not appear to be manufacturing related as the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition was confirmed. The analysis finding of the 2nd catheter is as follows: the returned device was tested for eeprom, carto and recalibration functionality. The testing revealed the device was calibrated properly from manufacturing since this catheter passed all these tests. The root cause of the reported event could not be determined. However, it does not appear to be manufacturing related as the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition cannot be confirmed.

Event description:
The complaint reported during this procedure was in regards to catheter recognition issue on the carto xpress system. The cable was changed but the event remained. A second device was used (same lot number) with the same issue. The procedure was eventually stopped. The patient was on general anesthesia for 5 hours. The transseptal puncture had been performed prior to the case cancellation. The catheters were in place but no ablation had been performed. The surgeon performed an external electrical shock to reestablish the sinus rhythm. Physician stated that there was no major risk. Another procedure will be planned. The patient was suffering from afib for a couple of years, but no other cardiac disease was mentioned. The patient is (B)(6).